Event description:
The ge oec 9800 fluoroscopy system displayed charger failure error code. Also reported poor image quality on the left (live) monitor.

Manufacturer narrative:
A ge oec svc rep investigated the issue and removed and replaced the battery pack and image intensifier to repair the noted malfunctions. The system was tested and found to be functioning as intended. The system was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.